Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, reporter indicated at post operative visit the patient dryness was improving and punctal plugs will be inserted.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Dry eye is the most common complication of lasik and other refractive laser surgeries. Root cause could not be determined conclusively. However occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
An optometrist reported a bilateral case of dry eye post photo refractive keratectomy (prk) procedure. Reporter indicated the patient has had topical steroid, artificial tears eye drops, warm compresses and punctal plugs, with no relief. Patient reported eyes have been dry for seven months since the procedure. Reporter placed the patient on an increased topical steroid eye drop dosage, and is continuing to monitor. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.